Manufacturer narrative:
No patient information to date after calls to customer (B)(6) 2022. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine was replaced to resolve the issue. Legal manufacturer: (B)(6).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure. The clinician switched to volume control ventilation. There was no patient injury.